Event description:
The article, "risk of ischemic stroke after patent foramen ovale closure", was reviewed. The article presented a retrospective, multicenter study to examine stroke recurrence after patent foramen ovale (pfo) closure in routine clinical practice. Devices involved in the study included gore cardioform septal occluder (gore medical) and the amplatzer pfo occluder (abbott cardiovascular). The article concluded that 4-year risk of ischemic stroke after routine pfo closure for cryptogenic stroke was comparable to that observed in clinical trials but remained higher than in the general population. [The primary and corresponding author was kasper bonnesen, department of clinical epidemiology, aarhus university, olof palmes allé 43-45, aarhus n 8200, denmark, with corresponding e-mail: bonnesen@clin.au.dk] the time frame of the study was from 01 january 2008 to 31 december 2021. A total of 1162 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 49 years and the majority gender was male. Comorbidities included prior ischemic stroke, prior transient ischemic attack, arterial claudication, cancer, atrial fibrillation/flutter, chronic coronary syndrome, chronic kidney disease, chronic pulmonary disease, coagulopathies, congestive heart failure, hypercholesterolemia, hypertension, hyperthyroidism, hypothyroidism, liver disease, myocardial infarction, obesity, sleep apnea, diabetes mellitus, venous thromboembolism, and valvular heart disease.

Manufacturer narrative:
Summarized patient outcomes/complications of risk of ischemic stroke after patent foramen ovale closure were reported in a research article in a subject population with multiple co-morbidities including prior ischemic stroke, prior transient ischemic attack, arterial claudication, cancer, atrial fibrillation/flutter, chronic coronary syndrome, chronic kidney disease, chronic pulmonary disease, coagulopathies, congestive heart failure, hypercholesterolemia, hypertension, hyperthyroidism, hypothyroidism, liver disease, myocardial infarction, obesity, sleep apnea, diabetes mellitus, venous thromboembolism, and valvular heart disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " risk of ischemic stroke after patent foramen ovale closure. "